Manufacturer narrative:
The explanted lens was not returned for evaluation. Product history records were reviewed and all documentation indicated the product met release criteria. There are no other reports in the lot. Add'l info was requested by phone on 02/15/2008 and 03/03/2008; by mail and fax on 02/18/2008. Add'l info has not been received.

Event description:
Surgeon reported he explanted an intraocular lens (iol) due to the patient's report of seeing glare and halos. Add'l info has been requested.